Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2014 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and moisture contamination was visible on the underside of the cap. The battery cap was unable to tighten on to the pump and a test cap was unable to tighten on. The pump was unable to power on during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.